Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 54 mg/dl, 57 mg/dl and 55 mg/dl. The customer was assisted with troubleshooting. The customer did not experience any symptoms and treatment related to low blood glucose level. The device will not be returned for analysis.